Event description:
The reporter contacted animas on (B)(6) 2013 alleging keypad tactile changes. The reporter indicated that the keypad buttons were hard to press. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/08/2013 with the following results: the ok, contrast, up and down keys are intermittently responsive. The keypad is intact and when the cover was removed contamination was found under the contrast, up, down and ok key contacts. Unrelated to the complaint, the display screen has a pinkish contrast. Removed pump cover; replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. The black box shows evidence of the time and date resetting to the default setting after power on resets after 7 minutes. A visible inspection of the internal battery confirmed it was leaking. The audio bolus button cover was torn. But fully responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).